Manufacturer narrative:
This report is submitted on february 7, 2020.

Event description:
Per the clinic, in (B)(6) 2019, the patient was hospitalised because of dizziness, tinnitus and vertigo. The implant remains in-situ.